Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se device after a coronary angiogram diagnostic procedure using a 5.5f sheath. Reportedly, all steps were performed successfully to deploy the starclose se device; however, resistance was felt during removal of the device from the anatomy. It was noted that the clip was stuck at the distal end of the device and the vessel locator wings remained opened. The access ports and safety release mechanisms were used but were unsuccessful. Vascular surgeon was called in, and surgery was performed to retrieve the starclose se device from the anatomy. Hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to the clip deploying and remaining at the distal end of the device include, but not limited to, manufacturing, inadequate nick and spread or device pulled back during clip deployment. In this case, the safety release would not have released the device since the clip had already deployed. Factors that contribute to failure to mechanical jam with the vessel locator wings may include, but are not limited to, the vessel locator not placed against the surface of vessel during plunger deployment; flex-guide not held in alignment with body of device and the angle of tissue tract prior to and during depression. The vessel locator wings not closing likely contributed to the difficulty to remove from the access port and entrapment. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.